Event description:
It was reported that the micro sagittal saw was soaked overnight. During testing at the manufacturer, it was found to overheat. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the handpiece was observed to be widely corroded. The presence of corrosion inside the handpiece is likely to cause or contribute to the handpiece heating up when in use. The presence of corrosion is likely a result of the handpiece being soaked overnight at account site.